Manufacturer narrative:
Device passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 37 noted. Motor was tested outside device and passed, however unit received with corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had drive count or time values or changes incorrect for moving or coasting and too slow or too fast alarm. Customer's blood glucose level was 111 mg/dl. Customer reported that they were unable to clear the alarm. Customer stated that not able to rewind. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.